Manufacturer narrative:
Updated section a2 (age at time of the event), b4 (date of this report), b5 (describe event or problem), d6 (implant date) and g3 (date received by manufacturer), h6 (clinical code), h6 (impact code), h6 (component code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The most likely cause is patient factors, including a history of dyslipidemia.

Event description:
Edwards received notification that this 74 year old patient with a 7300tfx29mm valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of 7 years and 6 months due to stenosis. As reported, patient presented with progressive resistant symptoms of heart failure with incompetence. A transcatheter heart valve was successfully implanted within the pre-existing edwards surgical device with good outcome.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model magna ease of unknown size implanted in unknown position was placed under consideration for a valve-in-valve procedure after an unknown implant duration for unknown reason. A transcatheter heart valve was planned to be implanted within the pre-existing surgical device.